Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the safety mechanism was confirmed to be caused by a bent needle. However, the exact cause of the bent needle remains unknown. The product returned for evaluation was one 22g safestep infustion set w/y-site. The returned product sample was evaluated and the needle was observed to be bent away from the needle base. The following observations were noted during the sample evaluation: ¿ usage residue was seen on the sample which proved that the product had experienced at least some use ¿ the bend in the needle had occurred away from the needle base which can be caused by device manipulation during/following port access ¿ the tip of the needle bevel appeared unremarkable an attempt to advance the safety was successful; however, resistance was encountered when passing the safety over the bent region of the needle. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event.

Event description:
It was reported that safety mechanism can¿t work. Occurred after use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that safety mechanism can¿t work. Occurred after use. No other information was provided.